Event description:
Boston scientific received information that in (B)(6) 2009, this atrial lead was exhibiting elevated threshold measurements and undersensing.. In (B)(6) 2011, additional information was received stating this lead had dislodged shortly after the initial implant and the associated pacemaker had been programmed to vvi configuration. A laser extraction was recently performed and the lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing and a thorough evaluation was performed. Visual inspection noted the lead had been severed at 10.5 cm from the terminal pin and a distal and a proximal segment were returned. Testing noted stretched coils and damage to the lead body due to the use of electrocautery. Laboratory analysis cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. This issue will be re-evaluated if additional information is received.